Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. The event occurred at national heart center of singapore. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was noted to have mild abdominal wall tenderness with a slight amount of pus oozing from driveline exit site. The patient¿s white blood cell count was 13.35 x 10^9 cells/l, procalcitonin level was 0.23 ug/l, and c-reactive protein level was 101 mg/dl. An ultrasound of the abdominal wall on (B)(6) 2017 showed a 4.4 x 4.5 x 0.8 cm hypoechoic area noted at the exit site. A CT scan of the abdomen on (B)(6) 2017 revealed no large fluid collection to suggest an abscess seen around the entire course of driveline. There was, however, some soft tissue thickening and induration near the driveline exit site, slightly more prominent from prior CT scans. A swab culture from the driveline exit site was positive for staphylococcus aureus. The patient was given a course of IV antibiotics which was oralised prior to home discharge for a total duration of 6 weeks of treatment. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.